Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A patient reported that following an intraocular lens (iol) implant procedure, the patient experienced bad peripheral vision in the right eye. The patient was seen in follow up and the surgeon noted a bubble in the lens which was effecting the patient's vision. The patient will undergo a lens exchange at a later date. Additional information has been requested.